Manufacturer narrative:
MFR received date: 22 nov 2019. The fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse replaced the touchscreen and the problem was resolved. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12sep2019.

Event description:
It was reported that the ventilator's touchscreen malfunctioned. It is unknown if the ventilator was being used on a patient at the time of the reported event. No patient harm was reported.

Manufacturer narrative:
Date received by manufacturer: 14 november 2019. Date of this report: 15 november 2019. The ventilator was being used on a patient at the time of the reported event. The patient's information could not be provided. No medical intervention was required as a result of the reported event.